Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced feeling stimulation above the ipg pocket and sometimes in the pocket. Additionally, the pt indicated he has been experiencing ineffective stimulation on the left side. X-rays showed the tail of the lead appears to be frayed right about the location of where the pt feels the stimulation above the pocket. Sjm representative was able to reprogram the system and provide about 85% coverage in the desired pain pattern excluding the left stomach area and fold of left leg. The pt was satisfied with stimulation at this time. Surgical intervention is being considered in the event if the stimulation coverage is diminished.